Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. Visual inspections were performed on the returned device. The separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the separation to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located at the bifurcation between the circumflex (cx) and obtuse marginal (om) branch with no tortuosity and no calcification. A whisper guide wire was advanced in the om successfully. Resistance was not felt during the advancement of the bmw guide wire to the cx; however, the shaft separated inside the guide catheter. It was stated that the bmw guide wire exited the guiding catheter but did not reach the lesion. The guide wire was removed from the anatomy with the guiding catheter as one unit. The procedure was aborted. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.